Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing, until 35 units were delivered and the flow was not steady. However, the customer went to sleep and awoke with a blood glucose level of 400 mg/dl with large ketones. The customer took a manual injection of insulin. During troubleshooting with tandem technical support, the contact was guided through the load process. A steady flow of drops at the end of the infusion set tubing were seen within 16 units delivered.